Event description:
Determined to be reportable based on analysis received 1/6/2006. It was reported that prior to a ptca procedure, a hole was found in the balloon during prep. The device never entered the pt's body. The procedure was completed using another of the same device. No pt injuries or complications were reported. Pt status listed as "okay."